Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working. The customer also reported that the insulin kept alarming low battery even after inserting new batteries. The customer's blood glucose was 20 mmol/l at the time of incident. The customer stated that the insulin pump was still not working after troubleshooting at the time of call. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the power management graph was in specification, however multiple replace battery alerts, replace battery now alarms and low battery alerts were present in the long trace file due to an intermittent non-sleep anomaly software error. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management graph was in specification. No unexpected low battery alerts, replace battery alerts or replace battery now alarms during testing. No power system error alarms noted during our testing or in the format history file. The insulin pump was received with slight corrosion in battery tube, scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, faded serial number label and severely faded end cap address label.